Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that touchscreen was unresponsive. Additionally, it was reported that pump battery was depleting quickly. There was no reported impact to customer' s blood glucose level. Customer declined to provide further information or receive a follow up from tandem technical support.